Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID 261221) stopped working when making the first burr hole. The device disassembled when it was pulled out from cranium. No parts remained in the patient¿s body. Total number of burr hole made by the product is one. The event led to less than 30 minutes surgical delay. According to information provided, it is unknown if the drill is electric or pneumatic, if the perforator clicked in place in the drill and if the recommended spring tests being performed between each burr hole.

Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.